Event description:
It was reported in a scientific article that a vns patient had developed central-type apneas two years after being implanted with vns. The reporter stated that they believed the events were related to vns therapy as the patient had no preexisting symptoms, though the events appeared to be independent of "vns activation." The reporter also stated that a decrease in therapy setting resulted in resolution of these central breathing events and added that the patient's high therapy settings could have potentially contributed to the events. It is unknown whether or not the decrease in therapy settings has affected the patients seizure frequency.

Manufacturer narrative:
Article reference: papacostas ss, myrianthopoulou p, dietis a, papathanasiou es. Induction of central-type sleep apnea by vagus nerve stimulation. Electromyogr clin neurophysiol 2007;47:61-3.